Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had a noisy image. The issue occurred during a therapeutic procedure for transurethral resection (tur), which was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported issue was confirmed. Image has a noise - noise appeared in the image when the cable was moved caused by cable degradation. In addition, vertical lines in the image was observed. A device history review of the current product was conducted, and no problems were found. All records indicate that the product was shipped in conformity within the specification. Per instruction for use, it states: endoscopic image disappearance and freezing the following items must be strictly observed. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable may break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not secure the camera cable using a pair of pins or the like. There is a possibility that the camera cable may break olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had a noisy image. The issue occurred during a therapeutic procedure for transurethral resection (tur), which was completed using a similar device. There were no reports of patient harm associated with the event.